Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pb5465, and no non-conformances were identified. Investigation summary: one empty labeled winding former and one dispensed needle-suture pieces of product code (B)(4) were returned for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed and the manufacturing packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and a barbed suture was used. During the procedure, when putting a cross stitch for fixing the suture, the whole suture was escaped from the tissue. The surgeon commented that the fixation tab had been smaller than usual, causing the escape of the suture. There were no adverse consequences to the patient. No additional information was provided.